Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2017-00048 and 1819470-2017-00050, since there is more than one device implicated.. Evaluation summary: a male patient stated the injection screw of his humapen (unspecified device) "could not be moved out" (date unknown). He experienced increased blood glucose levels (date unknown). The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. In a related complaint, the patient reported he changed needles every three days. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The patient used the device for approximately fifteen years. While the device type was unspecified, it is likely a humapen ergo based on the reported number of years used. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose levels. The patient reused needles which may be relevant to the event of increased blood glucose levels.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: 3916047. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unspecified origin. Medical history included that his eyes could not see and hypertension. Concomitant medications included acarbose for an unspecified indication. The patient received human insulin (rdna origin) (unspecified type) subcutaneously via cartridges using an unspecified reusable humapen (reported as lilly pen), two times each day for the treatment of type I diabetes mellitus starting in 1998; dose was not reported. Reportedly he stopped the human insulin in 2010 for unspecified reasons. Since 2010 he received insulin lispro (rdna origin) (humalog 100 u/ml) subcutaneously via cartridges using an unspecified reusable humapen(reported as lilly pen), 16 units each morning and 18 units each evening for the treatment of diabetes mellitus type I. On an unspecified date the humapen injection screw could not be moved out (product complaint 3916047/lot unknown). The device was discarded, and he began using another unspecified humapen (reported as lilly pen) in 2013. The second unspecified humapen also has an injection screw that could not be moved out on an unreported date (product complaint 3916048/lot unknown). The device was discarded and he began using a reusable pen humapen ergo ii on (B)(6) 2017. On (B)(6) 2017, he reported that the injection button of the humapen ergo ii could not be pushed down (product complaint 3916049/lot 1511d03). Reportedly he experienced four cerebral infarctions on unspecified times because his blood glucose was high. Both events were considered serious due to its medical significance. Information regarding corrective treatments and the outcome of the events was not reported. The insulin lispro treatment was continued. The user of the device and his/ her training status was not provided. The general and suspect device duration of use for the unknown humapen associated with product complaint 3916047 was approximately 15 years; device was discarded. The general and suspect device duration of use for the unknown humapen associated with product complaint 3916048 was approximately four years; device was discarded. The general and suspect device duration of use for the humapen ergo ii associated with product complaint 3916049 was 21 days; the device was not returned. The reporting consumer did not know if the events were related to the human insulin or insulin lispro treatments and did not provide an assessment of relatedness regarding to the devices. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 28-feb-2017: upon review of the original source information from 20-feb-2017, this case was opened to add the product complaint numbers and information to the product tabs and narrative; updated the improper use and storage to yes for the unknown humapen associated with product complaint 3916047; updated the medwatch and european and canadian required device reporting elements; added the device durations of use; and updated the narrative. Update 02-mar-2017: information received from the rcp on 01-mar-2017. Product complaints (pc) 3916047, 3916048, 3916049 were provided, they would be processed when there were available. Permission to conduct follow-up was retired from the initial reporter on 01-mar-2017. No new adverse event or product information was received. Update 08-mar-2017: additional information received on 08-mar-2017 from the global product complaint database added the device specific safety summary for all three suspect devices; added the manufactured date for the device associated with product complaint 3916049 and that this device was not returned; updated the improper use and storage to yes for the devices associated with the product complaints 3916049 and 3916048; updated the medwatch and european and (B)(6) required device reporting elements; and updated the narrative.